Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failures to our manufacturing process since no sample was returned for evaluation. DHR for packaged needle (pn) was performed for batch 2277197 (catalog 302015) h3 other text: see h10.

Event description:
It was reported that the bd precisionglide¿ needle had white foreign matter on its tip. The following information was provided by the initial reporter: "distributor advised end customer reported 2 needles with issue - 1 was missing the tip, and the other had a white substance on the needle tip".

Event description:
It was reported that the bd precisionglide¿ needle had white foreign matter on its tip. The following information was provided by the initial reporter: "distributor advised end customer reported 2 needles with issue - 1 was missing the tip, and the other had a white substance on the needle tip".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.